Manufacturer narrative:
While troubleshooting the instrument with cts, the customer found loose tubing to a reagent probe. The customer tightened the tubing and the leak was resolved. A bec field service engineer (fse) was not dispatched to evaluate the instrument. (B)(4).

Event description:
Beckman coulter (bec) customer technical support (cts) observed in bec's remote management system (rms) that a customer's unicel dxc 600 pro synchron system generated an error stating, "cartridge chemistry cuvette not dry before first reagent dispense" twice in a one hour period. Cts contacted the customer. While troubleshooting the instrument with cts, the customer reported observing fluid on top of the instrument's reaction wheel cover. The leak was contained to the instrument. The operator was wearing gloves and eye protection while troubleshooting. There were no reports of injury as a result of the leak. There were no erroneous results generated in connection with the leak.